Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode for broken tubes with the incident lot was not observed. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode for broken tubes was not observed as all samples met specifications. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: bd was not able to confirm the customer's indicated failure mode. Based on the investigation, a root cause could not be determined within the scope of this evaluation.

Event description:
It was reported that a bd vacutainer® sst tube exploded after blood collection. No serious injury or medical intervention.